Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no anomalies were found in the device history record (DHR) for the generator. In conclusion, no (B)(4) equipment problem was found that would have caused or attributed to the event. Most likely there were many factors involved with the patient incident (e.g., disease state of the patient, patient's age, etc.). However, it appears that upon the intervention, the remaining tissue of the bowel wall did not stay intact which resulted in the perforation. Nonetheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that the electrosurgical unit (esu)/generator was used in a colonoscopy to remove polyps. The unit's settings were endo cut mode, effect 3 and forced coag, effect 2. Eight (8) hours after the procedure, a perforation of approximately 2 x 2 cm2 was detected in the bowel. Therefore, a laparotomy was performed to close the perforation using sutures. The generator is a similar unit that is distributed in the u.s. The esu was distributed by (B)(4) to a hospital in (B)(6).